Event description:
A customer reported that the elite system displayed a low battery indicator and the display was not consistently showing the hundreds and tens unit on the display. While on the phone a review of the system was conducted. The customer inserted a reagent strip and the meter displayed a 137 mg/dl. However, the hundreds unit is not completely showing. A request was made to return the system for evaluation. In the meantime a replacement unit is being provided.